Manufacturer narrative:
(B)(4). The patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. On an unreported date, the patient started treatment with vancotroy injection (2 grams stat), intraperitoneal (ip) and gentamycin (20milligram once daily for 14 days), ip for peritonitis. The cause of the peritonitis was unknown. Outcome for the event of peritonitis was unknown. No additional information is available.